Manufacturer narrative:
Product analysis summary: the device returned with a longitudinal crack evident on the front of the luer, the distal section of the crack curved towards the wing of the luer. A hairline crack was evident to the back of the luer. Inflation testing could not take place due to the crack on the luer. Crystallized contrast was evident in the base of the luer and the inflation lumen. The balloon folds were intact. No other damage was evident to the remainder of the device. Product image review: an image provided is of a sprinter legend 2.5mm*20mm inner pouch. An image provided is of the luer of a device. The luer is out of focus in the image and it is not possible to determine if the luer is cracked. An image provided is of a the luer of a device, a section of the hypotube of the device and the inner pouch are visible. A crack is visible on the luer of the device. The lot number on the luer of the device corresponds with the lot number reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Two sprinter legend rx balloon catheters (both spl25020x; lot # 218225694 and 218205899) were attempted to be used during a procedure to treat the rca. It was reported an experienced personnel removed the devices from the hoop and performed the initial preparation of the devices. A 6fr jr4 guide catheter, a non-medtronic guide wire and a non-medtronic sheath were also used. It was reported the packaging was intact and undamaged. No issues noted removing the devices from the hoop. Usual device preparation was carried out with no defects noted. The devices were inspected prior to attaching the luer of the sprinter devices to the inflation device with no issues noted. The lesion was not pre-dilated. The devices did not pass through a previously deployed stent. It was reported the hubs of both devices were split. The split/crack was not noted prior to attaching the luer of the sprinter devices to the inflation device. The first device was inserted into the patient and when they attempted to connect a non-medtronic indeflator the hub was noted to be split. Negative pressure was not able to be performed. A 10ml syringe was used with 50/50 contrast and saline droplets into hub of balloon. Then negative pressure was performed. A syringe or other device was attached to the hub to perform negative purge of the system prior to attempted use. Following this, the first device was attached to non-medtronic inflation device and inserted into patient. A jet of contrast was noted coming from hub, therefore no pressure was observed from the inflation. There was no resistance noted when advancing this first device and excessive force was not used. No patient injury reported. The inflation device is not available for return. No y adaptor was used with either device, the devices were directly connected to the indeflator. The second device was noted to have a split/cracked hub during preparation of the device in vitro after attachment to the non-medtronic inflation device prior to insertion into the patient.